Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there were non-recoverable faults, and the sscs (surgeon side consoles) were showing as not connected. The clinical sales representative (csr) had performed a hard restart, but the issue persisted, displaying 31030 errors on the screen. Technical support engineer (tse) instructed the csr to disconnect the sscs, after which the psc (patient side cart) and vsc (vision side cart) booted up normally without errors. The csr was advised to connect one ssc, but the site chose to abort to another system and move the current system out of the room. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) common compute controller (ccc) and vision side cart (vsc) ccc due to the connection stop that did not initialize. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The 31030 error could not be found via lighthouse, so this issue was confirmed by its replication. The vsc ccc was visually inspected, where no issues were found. The unit was installed onto a known good system where it showed signs of bricking. The ccc was taken to a programming station where it was confirmed bricked. The issue is not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed bricked through vmware. The complaint was confirmed based on failure analysis. Probable root cause may be attributed to a problem in electrical and fiberoptics defects in the sss ccc and vsc ccc. This issue can be resolved by replacing the sss ccc and vsc ccc.